Event description:
The customer reported that the system did not start up completely, no images possible. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.